Event description:
The customer reported to olympus the visera 4k uhd xenon light source, had no power might be the latching, not activating. The event was unknown. The procedure was unknown. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The findings confirmed customer's allegation, and the following were the issues that identified per inspection results; the front panel is yellowed; the scope socket is bad and the device had a non-olympus bulb. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the cause could not be identified because it is unknown whether the device was forwarded to the repair department and because no response was received although it was attempted to obtain the subsequent information. Therefore, a root cause could not be determined for the report. Olympus will continue to monitor field performance for this device.